Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterine cavity") and genital haemorrhage ("persistent bleeding (abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, gravida in 2000, c-section in 2004, pap smear abnormal, abortion spontaneous in 2006, loop electrosurgical excision procedure in 2000, menarche, ectopic pregnancy in 2003, ectopic pregnancy in 2007 and smoker. She did not have any known allergy. Previously administered products included for an unreported indication: birth control pills from 1999 to 2008 and condoms. Concurrent conditions included condyloma. Concomitant products included medroxyprogesterone acetate (provera). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain lower stomach/ back (mild-severe)"). In 2018, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain") and weight fluctuation ("weight gain / loss "). The patient was treated with ibuprofen, surgery (laparotomy with bilateral extraction of essure and bilateral microtubal reanastomosis) and surgery (laparotomy with bilateral extraction of essure and bilateral microtubal reanastomosis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, migraine, headache, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia, back pain and weight fluctuation outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: the spring was deployed with 3 coils being seen -at the ostia. Then similarly on the left side, the essure device was placed in the tube where the coil was deployed with 3 coils being seen at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Smear cervix - on (B)(6) 2007: negative on (B)(6) 2008, hysterosalpingogram was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event migration of essure device location of device: uterine cavity added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding (abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, gravida in 2000, c-section in 2004, pap smear abnormal, abortion spontaneous in 2006, loop electrosurgical excision procedure in 2000, menarche, ectopic pregnancy in 2003, ectopic pregnancy in 2007 and smoker. She did not have any known allergy. Previously administered products included for an unreported indication: birth control pills from 1999 to 2008 and condoms. Concurrent conditions included condyloma. Concomitant products included medroxyprogesterone acetate (provera). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain lower stomach/ back (mild-severe)"). In 2018, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain") and weight fluctuation ("weight gain / loss"). The patient was treated with ibuprofen and surgery (laparotomy with bilateral extraction of essure and bilateral microtubal reanastomosis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia, back pain and weight fluctuation outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: the spring was deployed with 3 coils being seen -at the ostia. Then similarly on the left side, the essure device was placed in the tube where the coil was deployed with 3 coils being seen at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Smear cervix - on (B)(6) 2007: negative. On (B)(6) 2008, hysterosalpingogram was done. Most recent follow-up information incorporated above includes: on 9-may-2018: pfs received. Reporters were added. Patient¿s unstructured relevant tests were added. Weight gain / loss was added as event. Essure insertion date was changed from (B)(6) 2008 to (B)(6) 2008. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding (abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, gravida in 2000, c-section in 2004, pap smear abnormal, abortion spontaneous in 2006, loop electrosurgical excision procedure in 2000, menarche, ectopic pregnancy in 2003, ectopic pregnancy in 2007 and smoker. She did not have any known allergy. Previously administered products included for an unreported indication: birth control pills from 1999 to 2008 and condoms. Concurrent conditions included condyloma. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain lower stomach/ back (mild-severe)"). In 2018, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with ibuprofen and surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia and back pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the spring was deployed with 3 coils being seen -at the ostia. Then similarly on the left side, the essure device was placed in the tube where the coil was deployed with 3 coils being seen at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Smear cervix - on (B)(6) 2007: negative. On (B)(6) 2008, hysterosalpingogram was done. Most recent follow-up information incorporated above includes: on 5-feb-2018: new events added- migraines, headaches, pain lower stomach/ back (mild-severe), weight gain, dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), back pain and she did not undergo an essure confirmation test. Historical conditions, historical drugs, concomitant conditions, concomitant drugs and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.